Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, trauma / accident, infection, pain, swelling, abscess, inflammation. #21 was trauma tooth - root fracture.